Event description:
It was reported that the user experienced hypoglycemia with a documented blood glucose of 62 mg/dl while using the ilet system, after which the user ingested oral carbohydrates including candy and peanut butter crackers and recorded a subsequent value of 66 mg/dl; the user had recently been taking steroids and amoxicillin. Symptoms included low blood glucose. Outcomes included no hospitalization, recovery with oral carbohydrate treatment, and the user reporting feeling well and declining further assistance. Investigation included a complaint review and user troubleshooting and education. Investigation of this case revealed no device malfunction could be confirmed and use-related or physiological factors could not be excluded. It was concluded that the event was consistent with hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.